Manufacturer narrative:
The investigation determined the potential for non-reproducible elevated results (i.e., "high flyers") when using this elecsys ca 19-9 reagent lot on the cobas e 801 analyzers. When performing multiple determinations from a single sample aliquot, this phenomenon is expressed as a non-reproducible elevated result when compared to the other results from the same sample aliquot. The increased frequency of non-reproducible elevated ca 19-9 results is not related to the cobas e 801 analyzers. Roche has provided a workaround for customers to repeat all results =37 u/ml. Instructions for implementing these workarounds were communicated to customers by customer notification.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ca 19-9 immunoassay on a cobas 8000 e 801 module (serial number (B)(4). The sample initially resulted in a ca 19-9 value of 35.0 u/ml with a flag and repeated as 399 u/ml with a flag. The 399 u/ml value was reported outside of the laboratory to the doctor. The result was questioned and the sample was repeated twice on (B)(6) 2022, resulting in values of 37.3 u/ml with a flag and 36.5 u/ml with a flag. A corrected report was issued. An additional repeat value of 37.6 u/ml from (B)(6) 2022 was also provided, but it is unknown if this value was provided in error or if it represents an additional repeat value from the sample.